Manufacturer narrative:
Date of event is estimated. It is unknown which lead was exhibiting high impedances so both are being reported on.

Event description:
Related manufacturer reference number: 3006705815-2021-02615. It was reported that the patient's system was auto-reducing due to high impedances on one of the leads. As a result, the physician explanted and replaced the leads. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.